Event description:
Information was provided to cook inc on (B)(6) 2011, that the respiratory cnc contacted the cook sales rep to advise that there was a problem with a wire in the wayne set that was used in emergency event. The respiratory cnc could not give any more details. The cook sales rep picked up the product from the facility and later telephoned to request more details. The rep spoke to another staff member who advised that it happened in the emergency department over a month ago and that the product was given to a respiratory nurse to hand to them on the respiratory ward. They could not give any information about the incident at all. The rep tried getting information from the medical director from emergency but he too did not hear about the incident so could not give any information. Unknown if patient was involved or if the discrepancy was discovered prior to patient contact. No additional information is available.

Manufacturer narrative:
(B)(4). Per quality control specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. An examination of the returned used and damaged device verifies the separation of the wire guide. Although no information was provided regarding use of device, or difficulty experienced, based on a visual examination of the returned product and investigation results, the reasons for this type of device failure are typically; difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. A torturous anatomy could also result in excess force being required to withdraw the wire guide causing the damage seen on this device. At this time, we cannot determine with any degree of certainty why this failure occurred. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.